Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
The risk is mitigated to the lowest reasonable level through labeling and/or instructions in the user's manual. Sechrist recommends completing daily, weekly and semi-annual performance verification on the chamber to detect any issues and preclude the device from use. In instances where the chamber is found to function outside of specification, sechrist should be immediately notified for technical assistance.

Manufacturer narrative:
The reported unit was returned and evaluated. The unit was unable to be functionally tested due to missing components. An evaluation of the unit found a missing water trap and the device out of calibration at inhalation and exhalation. The unit was calibrated and returned to the customer. The reported issue was unable to be verified and the condition found was contributed to not following instructions for use (IFU). A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was regularly returned for overhauls according to our recommended intervals. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals."